Event description:
The customer reported the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the customer had closed the collimator. No problem found. System operates as intended.